Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported there was no injury to the pt and he remained intubated with the same endotracheal tube until it ws removed. It was further stated "it was also stated the pilot line and balloon were discarded but, the endotracheal tube will be returned. Additional info has been requested. To date no additional info has been provided. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported that the pilot balloon line was detached from the endotracheal tube. The line and balloon were found in the bed of the pt; when the line detached it caused the endotracheal tube balloon to deflate.